Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat left knee degenerative joint disease. The patella was resurfaced and depuy cement x 1 was utilized. The procedure was completed without complications. Patient received left knee revision due to loosening of the tibial tray. Upon entering the joint, the surgeon confirmed the tibial tray was loosened and completely debonded at the cement to implant interface. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with attune tibial revision products utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2020. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: h6 (clinical codes).